Event description:
Boston scientific crm received information that the patient implanted with this device passed away. The patient's family expressed concern that the device may have contributed to the patient's death.

Manufacturer narrative:
The device was explanted following the patient's death and given to the patient's family. The local area representative and following physician were contacted for additional information; however, no additional information was available. As of today, the device has not been returned for analysis.